Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Post procedural complication is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, an adherent band, described as intraperitoneal cords, was formed from around the stoma site, which strangulated the intestinal tract. On (B)(6) 2018, the patient experienced abdominal distension. On (B)(6) 2018, an ileus and gallbladder torsion and necrosis were diagnosed. An ileus tube was placed and duodopa was discontinued. No improvement was noted. On (B)(6) 2018, a laparotomy was performed. From (B)(6) 2018, the patient was treated with IV cefalozin sodium.